Manufacturer narrative:
H3: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D9: 4/7/2025. One device was received for evaluation. Visual inspection was performed. Functional testing was able to confirm the reported problem. The printed wire assembly was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient¿s daughter had called, stating they had been unable to get the pump to turn on. She had reported that she did not know how long it had been like this, as it was the first time they had checked it that day. They had been instructed to use the power button, and the screen had turned on, but a loss of power alarm had been received. The settings had been reviewed, and the pump had gone off completely again. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.